Manufacturer narrative:
This event is confirmed as a use related error. The user facility reported that on (B)(6) 2018 an expired (expiration 10/28/2018) sepramesh ip was implanted into the patient. There is no reported patient injury. The expiration date is contained on each level of packaging. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 an expired sepramesh ip was inadvertently implanted into the patient. As reported the mesh had expired on 10/28/2018. As reported the surgeon took no action. The patient was given antibiotics as a standard of care. Or director confirmed no medical intervention was given and the product had been taken from their inventory.